Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7070085.

Event description:
It was reported that patient had an infection at the ipg site. The patient had an enclaves pocket that tender to touched. The physician believed that the infection was not device or procedure related and the cause was unknown. The patient underwent an explant procedure and was given antibiotics. The explanted ipg was not returned. Additional information was received that patients lead was also explanted.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had an infection at the ipg site. The patient had an enclaves pocket that tender to touched. The physician believed that the infection was not device or procedure related and the cause was unknown. The patient underwent an explant procedure and was given antibiotics. The explanted ipg was not returned.